Manufacturer narrative:
The product remains implanted and the concomitant device was discarded, therefore no product analysis can be performed. Information references the main component of the system. Other relevant device(s) are: product ID: enveor-n-us, lot 0008719536, use by date 2019-07-18, UDI (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while retracting the nose cone of the delivery catheter system (dcs) from the frame, the nose cone caught on the paddle and pulled the valve into the sinuses. The patient became rapidly unstable and subsequently a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.